Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no damages. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the extrusion shaft. The bi-component bond showed no signs of damage or strain. No issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 32x2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.75x28mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 32x2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.75x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.